Manufacturer narrative:
The device was received in the not deployed position. The downloaded data shows the device did not complete first prime, and therefore did not deploy. An 0x12 alarm was generated, indicating a reset caused by a low voltage detect. The bottom and middle batteries had slightly lower than expected voltage, but the voltage was sufficient enough that an external power supply was not needed to download the device data. The device was unable to be paired with a master pdm and deliver a 5 unit bolus due to the reservoir plunger being too far advanced. No damages or defects were found that would contribute to the alarm. The alarm prevented first prime from completing, which prevented the needle from deploying.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure.